Manufacturer narrative:
A communication error inside the acquisition work station (aws) was identified as a root cause of the reported system freeze. Siemens issued a customer safety advisory notice via an update instruction with internal # xp018/19/s. The customer notice provides steps to the operator on how to easily release patient and proceed with the exam. This corrective action was reported to FDA under c&r # 2240869-07/25/2019-0057. A corrective action to eliminate the root cause of the system freeze will be released via an update instruction xp021/19/s. The software solution will be provided to all affected users in august 2019.

Manufacturer narrative:
Investigation is still on-going. A procedure to remove the tower holding the needle is available. It allows to extract the needle out of the breast without any specific instruments. However, it is assumed that this procedure is not known to all users. Siemens currently investigates how to get customers informed about this procedure. A supplemental report will be submitted if additional information becomes available. Internal ID (B)(4).

Event description:
Siemens became aware of a system freeze during a patient exam. The acquisition workstation (aws) of the mammomat revelation unit froze during a biopsy procedure. The operator removed the biopsy needle without any problems. No injury or change in state of health of the patient involved was communicated. Initial evaluation of this event details was assessed as non-reportable. However, siemens became aware of a similar case, which was reported as an adverse event (ae # 3004977335-2019-81623), where the operator used external means to remove the biopsy needle resulting in a re-evaluation of this complaint may 23, 2019.